Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device was performed and no tissue build up found. The teflon pad had a partial split in cross direction, exposing metal. There were two error¿s displayed with the handle fully closed, u508 (seal short circuit) and u511 (seal and seal & cut circuit error). The distal end of the probe was inspected under a microscope and found charred marks and scratches on it. The user¿s complaint was not confirmed. This type of teflon pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a procedure, ¿hand piece would not activate during setup. An error code was displayed¿. Furthermore, olympus was informed that there was no damage to teflon pad and no device fragment fell into patient. The event occurred while the doctor was using the cut and seal function of the device. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The intended laparoscopic assisted vaginal hysterectomy procedure was completed using another thunderbeat device. There was no patient injury reported.